Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture with exhibited high impedance and high thresholds. The rv lead was replaced but remains inside the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the (rv) right ventricular pacing lead was beyond the expected upper range. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the pacing lead was rising. Analyst commented, maximum ventricular pace impedance rises from 456 ohm the week ending (B)(6) 2013 to greater than 1500 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).